Event description:
It was reported the patient had a return of symptoms including urinary incontinence. A disconnection between the electrode and the stimulator was found. Five days later the patient was hospitalized and a surgical re-connection was performed. The event was considered resolved. The event was assessed by the clinical investigator as not serious, not related to any component of the system, but related to the implant procedure. The electrode and stimulator were ¿badly¿ screwed during the implant.

Manufacturer narrative:
Concomitant medical products: product ID 309328, lot# 0208956790, implanted: (B)(6) 2014, product type lead. (B)(4).

Manufacturer narrative:
Other applicable components are: product ID: 309328, lot# 0208956790, implanted: (B)(6) 2014, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported that the issue was related to the device, specifically related to the lead. No further patient complications had been reported as a result of the event.